Event description:
It was reported that the patient charged the day prior to the report and a manufacturer representative set it up so they could not feel it. A manufacturer representative was reportedly with the doctor and wanted to set the tingling sensation so the patient would not feel it. It reportedly bothered the patient and that was the reason for setting it that way. It was noted that it had bothered the patient for the last two months prior to the report. It was clarified that the manufacturer representative reset the patient¿s settings so that they would not feel it and told the patient to go home and charge. It was noted that the patient was not experiencing any pain at the time of the report and they were ¿in a (B)(6) chair and the best relief they can get.¿ it was noted that the patient would not say that this gradually occurred and that it changed how it felt. It was reportedly on the bottom of the patient¿s feet and the bottom of whole right arm and began to shake. It was noted that this was a sudden onset and that it had never happened before in the arm. It was then reported that the bottom of the feet, up through the legs, and into the hip had experienced that before. The patient reportedly met with their health care provider (hcp) as a first step to have the stimulator removed because it wasn¿t eliminating the pain and the hcp had a manufacturer representative with him and they were going to set it so the patient would not even know it was on. It was noted that they were going to get back together the following week. It was also noted that the patient was told to have it on the charger all weekend and come back with it fully charged. It was later reported the patient met with a manufacturer representative on the day of the report and they went over the charger again. The patient was reportedly doing fine.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).